Event description:
It was reported that after the 2.75 x 18 mm xience v stent delivery system (sds) was removed from the packaging, it was observed that the stent was dislodged from the sds balloon. There was no resistance noted during removal from the packaging or during removal of the protective sheath. The device was not used and a new xience v sds was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the dislodged stent implant was returned, confirming the complaint. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.